Event description:
I am (B)(6)-based and had lasik surgery in the (B)(6) (at a clinic called (B)(6)) in 2008 - not sure if it's relevant but I think a lot of regulators take their lead from you guys. As well as being significantly undercorrected and left with astigmatism in one eye, I have floaters that I didn't have before, as well as terrible night vision, haloes, starbursts and glare around lights and dry eyes/burning/gritty sensation. I've also felt a huge amount of shame and regret for choosing to have this surgery, contributing to depression. I have a lot of respect for what your agency does, but I really feel you need to get together some more follow-up data on complication rates from these laser eye surgeries - bear in mind that they are being carried out on healthy eyes. Science is about reacting to new evidence as it comes to light. Please don't let further patients down - stop this procedure on healthy eyes, please. FDA safety report ID# (B)(4).